Event description:
Caller is concerned with low results. Expected range in 90mg/dl-110mg/dl. Verified the test strips are within the expiration date (06/20/2016). The customer performed a back to back blood test: 169mg/dl, 167mg/dl. Reviewed the results in the meter memory: (B)(6), 9:38pm 123mg/dl. (B)(6), 9:01am 74mg/dl. (B)(6) 9:37am 68mg/dl. 07/28 9:28pm 141mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause of malfunction: user had inaccurate reference, user reused test strip, user's test strip had poor fill. Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (07/31/2014).